Manufacturer narrative:
On 8/27/2019, it was reported to mentor that there was no evidence of extracapsular rupture. There was free silicone adjacent to the upper inner aspect of the left breast implant. If the patient has not had previous silicone implants, this is a representative of a leak in her left current implant. If she has had prior set of implants then it could be residual. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation concomitant medical products: a mentor memorygel breast implant 300cc, catalog number 3503501bc, sn (B)(4), lot 6855168. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor memorygel breast implant 300cc and experienced deflation on the left breast implant. As a result, the patient will undergo explantation on (B)(6) 2019.

Manufacturer narrative:
On 8/20/2019, during evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The second product received is related to a concomitant device, therefore no further investigation is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/6/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient replaced the implant with non-mentor device. Manufacturer¿s reference number: (B)(4).